Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having sensor issues. The customer also reported that there was a small crack from the corner of the insulin pump's screen to the battery compartment. The customer also reported of a serious injury. The customer stated they had blood glucose problems in july. It lasted for two months. The customer went to their doctor and was put on 3-4 medicines. One was a steroid that cause her to have elevated blood glucose. She went to the hospital because she had a reaction from her medicine. The customer threw up and was dehydrated. Nor further information was provided. The device will not be returned for analysis.